Event description:
It was reported that the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the rep that the surgeon attempted to use the ets in the case, however it was inoperable. There was no consequence to the pt.